Event description:
A report was received that the pt's precision system was explanted due to an infection at the pocket site. The pt's symptoms include: fever, chills and pus at the pocket site. The pt was provided with a course of antibiotics. The pt was reportedly doing well after the explant.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.